Event description:
It was reported that device was in use on a female patient during transport from ICU to cathlab, device indicated "battery empty." Manual CPR was given during rest of transportation.

Manufacturer narrative:
Evaluation of the autopulse resuscitation system found no external/internal damages. Archive data analysis revealed multiple ua 13's (battery fault detected) and ua 44's (battery voltage too low during compressions, which means batteries that were not fully charged were used. The board passed functional and final testing.